Event description:
It was reported that the touch pen stylus of the programmer would not work. The technical services call noted that it was off by ap proximately one inch. The pen has been replaced twice, software re-installed and recalibration was attempted. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the stylus was not aligning with the arrow on the display screen, making it difficult to use and also confirmed that calibrating the stylus did not correct the issue therefore the bezel overlay assembly was replaced and then the stylus calibrated to resolve. Analysis also found that the left keyboard hinge was broken, so it was replaced. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus was not aligning with the arrow on the display screen, making it difficult to use and also confirmed that calibrating the stylus did not correct the issue therefore the bezel overlay assembly was replaced and then the stylus calibrated to resolve. Analysis also found that the left keyboard hinge was broken, so it was replaced. Concomitant product: product ID 229047 software analysis. (B)(4).

Event description:
It was reported that the touch pen stylus of the programmer would not work. The technical services call noted that it was off by approximately one inch. The pen has been replaced twice, software re-installed and recalibration was attempted. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the radiofrequency programmer head returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.